Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted to replace a newly-implanted lead that exhibited sensing issues and intermittent loss of capture the day after implant. The original rv lead was extracted with no complications. During the same procedure, the patient's right atrial lead was repositioned because it appeared to be on the tricuspid valve. No adverse patient effects were observed other than the additional procedures. Subsequent device checks showed no anomalies. Because of the patient's physical agitation, the physician elected to keep the patient intubated to keep her from moving. The representative was paged the next day to program off the device in response to the request of the patient's family to remove all therapies and support because the patient was brain dead. A CT scan performed the morning of the patient's passing had shown brain damage. A family member subsequently alleged that the brain damage and patient death were either the result of the implant or lead revision/replacement procedures, or due to a malfunction of the device or leads.

Manufacturer narrative:
It was reported that this lead and the associated device were not explanted. A review of data downloaded from the device showed lead measurements were normal. There were no tachycardia episodes after post-implant induction testing, and a total of 46 episodes of pacemaker mediated tachycardia recorded in device history. This investigation will be updated should additional information be provided.